Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
During the week of april 17-25, representatives of exactech, inc. And exactech spain conducted an in person site visit with (B)(6) hospital. As a result of that site visit and at exactech's request, the hospital provided a retrospective excel listing of revision related to polyethylene wear that have been performed since 2010. These cases have not previously been reported to exactech as complaints. This patient (B)(6), was implanted with a 208-22-15-inserto tibial cc 2,15mm, serial number (B)(6), on (B)(6) 2017. The insert was manufactured on (B)(6) 2013, and was packaged in a vacuum bag with no evoh. The insert was manufactured on (B)(6) 2013, and was 3.7 years shelf age at the time of implant. Approximately six years post implantation, the patient underwent revision for wear of the polyethylene. No additional details are available at this time.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues; no device information was provided. The cause of the patient¿s infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis.

Manufacturer narrative:
After further review of additional information received the following sections a2, a3, b5, g3, g6, h2, h3 and h6 have been updated accordingly. Section b5: additional information received indicates that this case does not have a polyethylene disease problem. Patient has chronic infection problem. Additional information, including the product investigation, will be submitted within 30 days of receipt.